Event description:
Medtronic received information that one hour post implant of this annuloplasty ring in the mitral position, the ring was explanted due to moderate paravalvular leak (pvl). A non-medtronic bioprosthetic valve was successfully implanted. No adverse patient effects were reported during the replacement procedure.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device history report of this cg future ring was reviewed and no anomalies were noted that would have impacted this event. No anomalies were noted on the returned device and the ring appeared intact. From the available information, a conclusive cause of the reported moderate mitral paravalvular leak, noted one hour post implant, could not be determined. Conclusion: this event may have occurred either due to implant technique or the patient¿s anatomy and does not appear to be related to the functionality of the device. (B)(4).